Event description:
A 3-6mm amplatzer duct occluder 2 (adoii) was successfully implanted; however, the next day the adoii was observed to have migrated. The adoii was percutaneously removed and the implant was rescheduled.

Manufacturer narrative:
The 3-6mm amplatzer duct occluder ii (adoii) was returned to sjm and decontaminated. The adoii was examined grossly and microscopically, and was confirmed not to contain any defects or anomalies. A foreign wire was found wrapped around the end screw of the device and was removed; it is believed this wire was from the snare system. The device was confirmed to meet dimensional specifications when measured with a caliper. The occluder was then loaded into a test loader, and deployed and retracted without any difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the adoii met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause of the migration after the procedure remains unknown.